Event description:
It was reported that the 2800 system lost images on the flouro monitor on the edual monitors during a case. The problem occurred with the pt on the table during anesthesia. The customer continued the cause using the flouro monitor on the workstation with no incident or injury to the pt.